Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6)2021 and (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector. Therefore, her blood glucose level was 400 mg/dl and 438 mg/dl at the time of the events which occurred on (B)(6) 2021 and (B)(6)2021, respectively. The infusion had been used for less than three days for all the events. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.